Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon deflation difficulties were encountered. The lesion being treated was located in the subclavian vein. No difficulty was encountered advancing the 2cm peripheral cutting balloon to the treatment site. The peripheral cutting balloon was inflated one time to unk atms. The peripheral cutting balloon not fully deflated, and unsuccessful attempts were made to complete deflation with the inflation device and a syringe. The physician then pushed the guide catheter over the balloon and was able to remove both devices as one. No damage was noted to the guide catheter. No pt symptoms were reported. The procedure was then completed with another device. No pt complications were reported, and pt status was reported as 'stable'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.